Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bottom left edge of cassette was wet. The door area and gray rubber membrane seemed dry. The patient was connected at the time of the event. The technical service representative assisted the care giver with ending therapy due to leak. The care giver will start over with new cassette and bags. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.